Manufacturer narrative:
Please note that the device associated with this complaint was expected to be returned; however, additional information received from the penumbra sales representative indicated that the device is no longer available for return. Therefore, without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report numbers: 1.3005168196-2020-01290. 2.3005168196-2020-01292.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation. This report is associated with MFR report numbers: 3005168196-2020-01290 and 3005168196-2020-01292.

Event description:
The patient was undergoing a coil embolization procedure to treat a pelvic pain disease in the ovarian varicose vein using a px slim delivery microcatheter (px slim) and ruby coils. During the procedure, the physician advanced a ruby coil approximately four to five centimeters and the physician was not satisfied; therefore, the ruby coil was retracted back into the px slim. While re-advancing the ruby coil through the px slim, the ruby coil became stuck within the px slim. Therefore, the ruby coil was removed. The physician advanced another ruby coil a few centimeters and was unsatisfied with the ruby coil deployment and retracted the ruby coil back within the px slim. While re-advancing the ruby coil through the px slim, the ruby coil became stuck within the px slim. Therefore, the ruby coil and px slim were removed. The procedure was completed using non-penumbra coils and a microcatheter. There was no report of an adverse effect to the patient.